Manufacturer narrative:
Nevro is awaiting for the return of the explanted devices for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced numbness and tingling sensation in his hands and feet. The patient lost balance and fell a few times due to weakness in legs. The device was turned off but the symptoms did not subside. The physician then decided to explant the system however that did not reduce the numbness and tingling sensation. Follow up report indicated that the patient had additional tests(spinal tap, electromyography) and the results indicate that the patient suffers from chronic inflammatory demyelinating polyneuropathy (cidp) and will be treated with intravenous immunoglobulin (ivig). The physician confirmed that cidp was unrelated to hf10 therapy.

Manufacturer narrative:
Follow-up report indicated that the device was discarded after the explant procedure; and therefore, will not be returned for analysis. Additional tests performed indicate that the patient suffers from chronic inflammatory demyelinating polyneuropathy (cidp) and will be treated with intravenous immunoglobulin (ivig). The physician confirmed that cidp was unrelated to hf10 therapy. The patient is recovering and there were no reports of further complications. The manufacturing records were reviewed and no nonconformities were found.